Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. Lead repositioning was attempted but the helix was unable to retract so the lead was capped and replaced to resolve the event. The patient was in stable condition.